Event description:
Information received via the affilliate indicated the following: this patient was admitted to the hospital with a chief complaint of angina. The patient was currently taking aspirin and ticlid. The patient was taken electively to the cardiac cath lab , where angiography revealed a de novo, eccentric, calcified, long (70mm), c type lesion extending from the proximal to the distal lad. A bolus of 10,000 units of heparin was administered via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The lad lesions were predilated with a 2.25 x 23mm cypher stent was placed proximal to and in overlapping fashion with the first, and was deployed to 20 atms for 60 seconds in the mid-lad. A third cypher stent, 2.5x18mm, was then placed proximal to and in overlapping fashion with the second and was deployed to 20 atms for 60 seconds in the proximal lad. The stents were post-dilated with a 2.75 x 15mm balloon inflated to 24 atms for 60 seconds. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on aspirin and ticlid. Approximately seven months later, the patient was hospitalized to undergo orthopedic rehab. Her ticlid had been discontinued after 5 months, per physician's protocol. While hospitalized the patient developed chest pain and was ruled in for acute myocardial infarction (ami) repeat angiography demonstrated a thrombus in the most proximally placed cypher stent (2.5x18mm) in the lad. This was treated with balloon inflations (ptca) and the placement of an additional bare metal stent within the 2.5x18mm cypher. Physician's comments: the possible cause of the thrombic event is that the medication of ticlid was stopped.

Manufacturer narrative:
This 78 year-old female patient with a history of angina had cypher stent implantation. The lesion located from the proximal to the distal lad was de novo, ecentric, calcified, long (70mm), type c lesion. Per the IFU, the cypher stent is indicated for lesions of length less than or equal to 30mm. The lesions were pre-dilated. A cypher stent 2.5mm x 33mm, 2.5mm x 23mm, and a 2.5mm x 18mm were all deployed in an overlapping fashion to 20 atms. This is above the rated labeled burst pressure per the IFU. Per the IFU, no clinical evaluations when 3 or more stents are used have been obtained. Approximately seven months later, the patient was hospitalized to undergo orthopaedic rehab. Her ticlid had been discontinued after 5 months, per physician's protocol. While hospitalized the patient developed chest pain and was ruled in for an acute mi. Repeat angiography demonstrated a thrombus in the most proximally placed cypher stent (2.5 x 18mm) in the lad. This was treated with ptca and the placement of an additional bare metal stent within the 2.5 x 18mm cypher. Per the physician's comments: the possible cause of the thrombotic event is that the medication of ticlid was stopped. The product was not available for analysis. A review of the manufacturing route sheets confirmed that this product met quality requirements for product acceptance. Conclusion: there are lesion, procedural, and pharmacological factors that may have contributed to the event.